Event description:
A malfunction alarm was reported concerning a customer's insulin pump. There was no reported adverse impact on the customer's blood glucose level. Technical support arranged for the pump to be replaced, confirming the shipping address and instructing the caller on how to put the pump into storage mode prior to its return. The customer was advised to use multiple daily injections as a backup therapy while awaiting the replacement pump, which was under warranty.